Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at an appropr iate depth with a severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed resulting in severe/moderate pvl. A second transcatheter bioprosthetic was implanted at an appropriate depth, reducing the pvl to moderate. Another bav was perform ed with a mild pvl. No further intervention was performed. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A supplemental report will be submitted upon the conclusion of medtronic investigation. (B)(4).